Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement surgery the plastic head of the polarstem modular head for (B)(6) was fractured. No pieces fell into patient. The procedure was resumed, without any delay, using a back-up device. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that one part is chipped. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 2 additional complaints reported for the same batch, and 41 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. The polarstem modular head ((B)(6)) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery the plastic head of the polarstem modular head for 21000662 was fractured. No pieces fell into patient. The procedure was resumed, without any delay, using a s+n back-up device. The patient was not injured as consequence of this problem.